Event description:
It was reported that the patient experienced a worsening tremor in the left arm about a week and a half ago, making it difficult to hold objects without shaking, which became more severe than the tremor in the right arm. The patient requested assistance connecting to the implant for adjustment due to difficulty connecting to the communicator. It was determined that the communicator update was needed, and once completed, the patient successfully connected and adjusted; however, they said that their left hand is still shaking badly and that they didn't feel the stimulation when turned on. Patient reconnected to the implant and confirmed that therapy was on. The patient mentioned when asked that they had a CT scan yesterday and confirmed they turned off the stimulation before the scan. The issue was not resolved through troubleshooting. The patient was advised to contact their healthcare provider for further evaluation. And

Manufacturer narrative:
B3: date is approximate. The month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.